Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A healthcare worker reported uveitis following an intraocular lens (iol) implant procedure. The patient experienced eye pain and conjunctiva hyperemia. They were treated with eye drop medication and the symptoms resolved. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the second eye.